Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection that the gastrointestinal videoscope exhibited burned plastic distal end cover (c-cover). However, it was later determined that there was no c-cover burn. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. H3 was erroneously marked yes.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.